Manufacturer narrative:
Alleged failure: the drill bit broke off at the end during drilling. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) run drill in reverse, 3) reuse/resterilization of single-use device, or use of a single drill on multiple defects, 4) guide is translated and/or rotated during drilling; drill not in alignment with guide, 5) user does not use snap cap, drills too deep, 6) drill is started/stopped while in bone (technique guide instructs to run continuously during drilling), 7) hard bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the drill bit broke off at the end during drilling. All broken fragments have been successfully removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the drill bit broke off at the end during drilling. All broken fragments have been successfully removed from the patient.